Event description:
It was reported that the left ventricular lead caused diaphragmatic stimulation. A new left ventricular lead was unable to be successfully placed due to patient anatomy. Both leads were removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the outer insulation was melted, the outer insulation had environmental stress cracking, the outer insulation had a cosmetic depression, and there was apparent explant damage. (B)(4) the full lead was returned, analyzed, and no anomalies were found.